Event description:
It was reported that the lead was successfully explanted and replaced due to variable lead impedance, noise, and inappropriate shocks. There were no adverse events.

Manufacturer narrative:
(B)(4). Analysis is normal. No anomaly was found.